Manufacturer narrative:
Unit passed displacement test. However, unit alarmed motor error during basic occlusion test and unable to prime during prime / a33 test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was assisted with troubleshooting and reported that they were able to clear and rewind insulin pump. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.